Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm. Blank display or battery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a blank display after changing her battery. The customer also reported that her insulin pump had a battery out limit alarm. The customer's blood glucose was 182 mg/dl at the time of the call. The customer also reported that the insulin pump did not show any signs of physical damage. Troubleshooting found the insulin pump passed a self test. The customer also reported exposing her insulin pump to a body scanner. She stated after the incident, the blood glucose has been all over the place. The customer reported having a low blood glucose around 40 mg/dl. The customer also stated the insulin pump did not go into threshold suspend for her low blood glucose. No additional information provided.